Manufacturer narrative:
(B)(4). Batch #u5c58k. Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with one gst60d reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event described could not be confirmed as the device performed without any difficulties noted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an exploratory laparotomy and colon resection, when firing the device, only half of the staples discharged. A similar device was used to complete the case with no patient consequences.